Event description:
It was reported that during implant attempt, after several repositions all resulting in high impedances and increasing thresholds, the physician believed that the lead was suspect. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.